Event description:
The physician and his fellow (who was observing the case) had successfully completed a voltage map of the left ventricle, revealing areas of scarring and were ablating without event. At some point during this portion of the case, the pt went into ventricular tachycardia (vt) that did not self-terminate. The pt was shocked (it is believed externally, as it was understood that the pt's b-ventricular ICD's therapies had been programmed off for the case) with one energy, which did not terminate the vt. The rhythm degenerated into ventricular fibrillation (vf) and the pt was shocked again with higher energy. The pt's normal sinus rhythm returned. A few minutes later, the staff noticed the pt's blood pressure had dropped significantly. The physicians used intracardiac echo to determine what had happened. They called for echo which confirmed a tamponade had occurred. A pericardiocentesis was performed to remove the blood from the pt's pericardial space. During the event, the hospital staff was reportedly discussing that although a significant amount of blood had been removed from the pericardial space, blood continued to enter the space. The pt reportedly was heard choosing not to have surgical repair of the perforation. Ablation had not been completed before the tamponade and the pt would continue to suffer from vt as well as possibly a long surgical recovery. When the sjm rep left, the pt was being sent to ICU. Three catheters were used during this ischemic vt ablation: a boston scientific polaris x (10 pole) catheter (placed in the coronary sinus), a st jude medical's response (4 pole) catheter (placed in the right ventricle) and a biosense webster thermocool f (4 pole ablation catheter). An agilis nxt steerable sheath was used to navigate the ablation catheter around the left ventricle. Access to the left ventricle was gained through transseptal access rather than retrograde due to concerns about aortic calcification.

Manufacturer narrative:
The device was not returned to st. Jude medical and review of the device history record was not possible as the lot number is unknown. The cause of the reported tamponade remains unknown.